Manufacturer narrative:
Concomitant medical products: 439888 lead, implanted: (B)(6) 2019; w4tr03 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, diminished p waves and high thresholds. Right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.